Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak, stent graft migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag-ac device). Deployment of a ctag-ac device was initiated at a position where the partial uncover stent (pus) of the ctag-ac device was over about half of the left subclavian artery, but during the deployment, the proximal side of the ctag-ac device moved about 2-3 mm distally and the ctag-ac device was implanted from the position where the pus was at the start of the lsa (just below the lsa). A proximal type I endoleak was identified by angiography, but as this was a dissection case, no balloon touch-up was performed. The endoleak was expected to resolve spontaneously postoperatively and the patient was to be monitored. On (B)(6) 2024, a follow-up CT exam confirmed the proximal type I endoleak was persisting. On (B)(6) 2024, a reintervention was performed to treat the endoleak. After performing a 1 debranching bypass grafting (left common carotid artery - left subclavian artery bypass), an additional ctag-ac device was implanted proximally. The left subclavian artery was ligated. The proximal type I endoleak was resolved. The patient tolerated the procedure.